Manufacturer narrative:
The insulin pump passed the functional test, including the active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with high sleep current measurement and detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The insulin pump error 63 alarm during self test due to cold solder joint on the keypad assembly. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratches to the display window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed for an error. The blood glucose reading was 7.8 mmol/l.